Event description:
Used an 8 fr straight sheath (outdated) that broke when physician attempted to remove. Physician then attempted to remove large fragment of the product crumbled. Pt was sent to surgery for removal.